Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert code 38 indicating consecutive stalled insulin motor while the device battery was below 50 percent, and they were instructed to place the ilet on the charging pad to fully charge and then restart. Symptoms included no reported adverse clinical effects and blood glucose values within target range. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed the alert occurred concurrent with low device battery and was resolved after charging guidance. It was concluded that device function was recoverable through standard troubleshooting and that no patient harm occurred.